Event description:
A medtronic representative reported that while in a cranial procedure, the look ahead view would not center on the anatomy. The surgeon stated that the system was not behaving as he had previously experienced. The removal of the tumor was completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) privacy laws. Software investigation not completed at time of this report.

Manufacturer narrative:
The software investigation found that per onsite testing by the medtronic reps, the software settings and views checked out with no issues found. The root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.